Event description:
It was reported to philips that the system was unable to turn on. The device was outside of clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system on-site and found that the system was unable to turn on. Upon troubleshooting, the fse found that the pdu (power distribution unit) fan tray was defective. To resolve the issue, the fse replaced the pdu fan tray. Blocked software was detected at startup. The mouse was replaced, and successive reboots and function checks were performed. The defective pdu fan tray fru (field replaceable unit) was returned to philips for failure analysis, and the cause of the failure was found to be electrical overstress (abnormal use caused by the customer). After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.